Event description:
It was reported that the procedure was converted to an open procedure.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: faults found : the ppt filter is damaged. The monitor is from 2013 and has been in use for 3 years by this customer. The customer receives a replacement offer because the device is no longer being repaired. Failure code : erp code : na. Action taken : exchange: - probable root cause: - connectors - firmware - software not properly upgraded by flashmaster - use error. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was converted to an open procedure.